Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the self test, reset error test, rewind, basic occlusion test, occlusion test, and displacement test. The insulin pump had a stripped battery cap coin slot, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the battery cap threads were cracked. The blood glucose reading was 425 mg/dl. The customer treated with manual injections. The customer reported that the insulin pump had been dead and she was unable to remove the battery cap to change the battery. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.